Event description:
It was reported that during a ¿polyp and subglottic stenosis¿ procedure ¿problem 43¿ appeared multiple times. There were attempts to resolve the issue delaying the procedure; the physician had to reposition the laryngoscope and eventually the patient developed swelling and a laceration on the left vocal fold. The procedure was completed utilizing the laser. Patient outcome: ¿swelling and a laceration on the left vocal fold¿ occurred. The physician indicated that ¿the patient would heal ok¿.

Manufacturer narrative:
System analysis/service repair on march 17, 2017. The reported error 43 was not reproduced. The system was tested and verified to be within specifications.

Event description:
Additional information: the procedure (polyp and subglottic stenosis) took approximately 45 minutes longer due to turning the laser on and off and troubleshooting.